Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was oversensing the atrial pace signal on the right ventricular (rv) lead channel. Technical services (ts) provided options for troubleshooting including x-ray, reprogramming, and further testing of lead position. No adverse patient effects were reported. Currently, this crt-d system remains in service.